Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully placed with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6a implant date and d6b explant date.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully placed with same model. No additional adverse patient effects were reported.